Event description:
It was reported that at the patient's one week post implant check, it was found that the left ventricular lead was not capturing. Some intervention was done, but the lead still would not capture. The patient has started chemotherapy and the lead will be re-evaluated after the chemotherapy is completed to see if a revision is necessary. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.